Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device analysis revealed that there was blood in the inflation lumen. The mid-shaft was separated 128 cm from the hub. The fractured faces were stretched, necked-down and jagged and there were several kinks throughout the shaft of the device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. It was a crossover procedure. The target lesion was located in the severely tortuous iliac artery below the knee. A 2.5mmx80mmx150cm sterling balloon catheter was advanced over a non-bsc guidewire to dilate the lesion. During withdrawal, approximately 30cm of the distal shaft broke in the iliac artery and was retrieved by surgery. No further patient complications were reported. The patient¿s status was good.